Event description:
Healthcare professional reported via regulatory agency, rupture with intracapsular silicone diffusion, capsular contracture baker grade I. This record is for the right side. Device was explanted and is unknown if it was replaced. Un-reporting capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, d4, d6a, h6.

Event description:
Healthcare professional reported via regulatory agency, rupture with intracapsular silicone diffusion, capsular contracture (baker grade unspecified). This record is for the right side. Device was explanted and is unknown if it was replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture grade unknown.